Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a literature from (B)(6) . The title of this report is ¿low-profile plate fixation in arthrodesis of the first metacarpophalangeal joint¿ which was published in february 2011 and is associated with the stryker variax hand plating system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1996 to 2003. It was not possible to ascertain specific device and/or patient information from the article, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 7 complaints were initiated retrospectively for different adverse events mentioned in the journal. This product inquiry addresses continuous pain in the thumb ip and cmc joints and stiffness in the ip joint. The study states that ¿this last patient regretted having the operation done because of continuous pain in the thumb ip and cmc joints and stiffness in the ip joint.¿